Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sponge was found fully separated from the minicap. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. In the photo, the aluminum foil was peeled and the sponge was observed to be fully separated from the cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause was not determined, but may be due to mishandling during transportation. Should additional relevant information become available, a supplemental report will be submitted.